Manufacturer narrative:
Device not yet returned to MFR for evaluation. Follow-up report will be issued as necessary based upon investigation results.

Event description:
It was reported that the unit was overheating. No pt involvement or adverse consequences was reported.